Manufacturer narrative:
Failure mode: overheating insert. Root cause: tip / nozzle clogged. Conclusion code: unexpected failure. Return qty. (B)(4), 30k fsi-sli-10s-kh, 00108439 bul. 30k. Test method / gp005-wi02. Inductance: gauge ID#: 5349, due: 11/30/2024, result 3.03. Meets spec, does not meet spec, n/a. Tip condition: meets spec, does not meet spec, n/a. Stack condition, meets spec, does not meet spec, n/a. Tested on: g130 gage ID#: 9626-2, due date: 03/31/24, set pressure: 35 psi. Water flow: output rate: 35 psi, meets spec, does not meet spec, n/a. Spray pattern: meets spec, does not meet spec, n/a. Water leak: hp sealing ring, proximal ring, distal ring. Seam leak, n/a. Vibration: meets spec, does not meet spec, n/a. Grip condition: meets spec, does not meet spec, n/a. Other visual observation: during testing, insert had no water flow. Insert was ejected from handpiece. Upon reinserting the insert to conclude the investigation, the water had ejected the particle causing water to flow. Therefore, the results are inconclusive as the type of particle cannot be identified. Insert was tested on a digital thermometer i.d.#: 6116a. Due date: 09/30/2024. The temperature was 90.5°f, no fault found. The specifications state the temperature is not to exceed 118.4°f. (Per frs-9175). Alleged event: confirmed, not confirmed.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this case it is reported that while a 30k fsi-sli-10s insert,pkd was being used it allegedly got hot. Reportedly the insert does not allow water to flow out of the tip. No injury occurred.